Manufacturer narrative:
Add'l info will be submitted once investigation is completed.

Event description:
It was reported by the account that allegedly the esophageal kit 60 fr item 220150560 leaked during a laparoscopic nissan sundoplication (hernia) surgery. They allegedly did not discover that the esophageal kit was leaking until the end of the case. They reportedly had to have a second surgery to repair a gastric perforation that allegedly may have occurred due to the first surgery. Then the pt reportedly had to be transferred to a different facility for add'l treatment.